Event description:
As part of a service evaluation, the device was inspected and tested following a customer return. There was no patient involvement or reported harm associated with this event. A confirmed e344 ¿ventilator service required¿ error was found in the error logs. This error is associated with the oxygen blending module (obm), which controls oxygen delivery during therapy. Based on this, the obm pca was replaced. During inspection, a pinched cable was identified within the aecm (active exhalation control module). The aecm was also replaced. Other unrelated physical damage was observed (e.g., cracked enclosures, missing labels), and corrective actions were taken in accordance with standard service protocol. These issues did not impact patient safety or therapy delivery.